Manufacturer narrative:
E1 update/correction: the initial reporter's name and facility name was updated regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The first name of the healthcare provider who reported the event was obtained. It was further indicated that to further information regarding the event was able to be obtained via the healthcare provider.

Manufacturer narrative:
B5 correction: the previous supplemental report indicated that "it was further indicated that to further information regarding the event was able to be obtained via the healthcare provider." In error and has since been corrected in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The first name of the healthcare provider who reported the event was obtained. It was further indicated that no further information regarding the event was able to be obtained via the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal hydromorphone via an implantable pump. It was reported that there was an issue during the refill procedure of a synchromed ii pump where drug was leaking from the septum. After the refill, the hcp removed the cannula out of the refill port of the pump. At that time, the drug came out of the puncture channel in a jet. The hcp confirmed that the cannula was placed right in the refill port during the whole procedure. The hcp also confirmed that he used a non-coring port set for the refill. For safety reasons, the patient was already transferred to the intensive care unit (ICU)for observation. Technical services advised the hcp to remove all the drug volume from the pump and all drug volume out of the pump pocket. After discussing the issue and the steps he performed during the refill, technical services could not identify a handling error. It was stated that the patient would probably be transferred to the facility where the pump was implanted and they would probably replace the pump. The hcp was advised to tell the staff in the facility to not discard the pump and that mdt would need to analyze it. The patient approval letter was sent to the hcp.